Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their step 7 aligners not fitting at all. The patient stated that their "jaw will not close, and the aligners come loose on one end where the piece doesn't fit. Something else needs to be done here to continue the treatment".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.